Manufacturer narrative:
Date of event - approximate.

Event description:
A report was received that the patient has had a history of broken leads and underwent a revision procedure to have them replaced. No further information has been reported.

Event description:
A report was received that the patient has had a history of broken leads and underwent a revision procedure to have them replaced. No further information has been reported. Additional information was received that this revision procedure was previously reported under report number 3006630150.